Event description:
A malfunction was reported with a pump displaying malfunction code 25, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while waiting for a replacement pump, which was sent by technical support. Instructions for returning the malfunctioning pump and preparing the replacement were provided and acknowledged by the customer.